Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall occurred. All the time of this event, the pump contained morphine sulphate (concentration of 7.5 mg/ml). Oral morphine was started for the pt. The pt's "chronic pain relapsed." As of the time of this report the pump had not been explanted; the pt was "suffering from terminal cancer and therefore it is not yet decided to explant." Add'l info will be forwarded should it become available.